Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer (serial number: (B)(6). The investigation determined that the anti-hcv ii assay performed within specifications. The calibration, quality control data, and alarm trace was inconspicuous, and no instrument-related issues were identified. Unspecific false reactive results can occur and are covered by the claimed specificity of the assay. No patient sample material or additional confirmatory testing, such as immunoblot or hcv rna detection, was available for further analysis. The root cause was attributed to unspecific false reactive results, which are consistent with the assay's performance characteristics. The customer was advised to follow the recommendations outlined in the anti-hcv ii method sheet, including retesting initially reactive or borderline samples in duplicate and performing confirmatory testing for repeatedly reactive samples.

Event description:
The initial reporter alleged discrepant positive results for three patient samples tested with the anti-hcv g2 elecsys cobas e 200 assay on the cobas 6000 e601 module, compared to negative results obtained using the abbott architect system. For the first patient, the sample tested reactive with a result of 1.72 coi on (B)(6) 2023 using the anti-hcv g2 elecsys assay. A subsequent test on (B)(6) 2023 using the abbott architect system yielded a non-reactive result of 0.06 coi. For the second patient, the sample tested reactive with results of 1.82 coi and 1.81 coi (repeat) on (B)(6) 2023 using the anti-hcv g2 elecsys assay. A subsequent test on (B)(6) 2023 using the abbott architect system yielded a non-reactive result of 0.13 coi. For the third patient, the sample tested reactive with a result of 5.44 coi on (B)(6) 2023 using the anti-hcv g2 elecsys assay. A subsequent test on (B)(6) 2023 using the abbott architect system yielded a non-reactive result of 0.09 coi.